Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that on multiple occasions, loose tip advisories and no phacoemulsification when using torsional settings were experienced. The phaco handpieces used during the events were switched out and longitude settings were used to proceed with the cases. There was no patient harm. The handpieces used during the events were unable to be identified.

Manufacturer narrative:
The system was examined. The company representative found the handpieces to be nonconforming. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 31, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause can be attributed to a non- conforming phaco handpiece. (B)(4).